Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on 2/25/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/25/2019. Device evaluation summary: it was reported that a 47-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. White material was observed within the device and no foreign material was observed and on the shell surface. During evaluation of the device some creases were observed on the anterior and posterior aspect, also an area of missing material (valve) measuring approximately 0.9 cm x 1.1 cm was discovered on the anterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the white material observed on the received device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/10/2019. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 550cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).